Event description:
Pt had an emergent hemorrhoidectomy during which an electrosurgical unit (esu) was used (cut at 90, coag. At 45). The cautery grounding pad was placed on the pt's right flank. No reddening or apparent skin injury was noted upon removal of the return electrode. The esu did not alarm at any time during surgery to indicate a possible disruption at the grounding pad site. Pt was discharged 10/27/95, and later seen by his dr and in ER with complaint of pain to the right gluteal area. A 20 cm by 15 cm area was noted to be ecchymotic with a surrounding border of erythema; diagnosed as a 2nd and 3rd degree burn. The surgeon felt this was secondary to the cautery grounding pad. A skin graft may be required.